Manufacturer narrative:
(B)(4). Additional information: this report is for a breach in aseptic technique which resulted in the previously reported peritonitis event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection which led to a break in the sterile pathway during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. The break in the sterile pathway was further described as the patient disconnected the patient line and the transfer set (due to a condition in the patient's past medical history). The patient was not hospitalized for the events. The patient was treated with unspecified intraperitoneal antibiotics for a couple weeks. Drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, antibiotic therapy was completed. The patient's recovery status and outcome of the event were not reported. The caregiver now secures the connection site to prevent the patient from disconnecting the lines. No additional information is available.